Event description:
Reportable based on analysis completed on 10/17/2011. It was reported that during an embolization treatment procedure there was difficulty advancing the coil and the coil was kinked. The target lesion was located in the intercostal artery. While utilizing continuous flush, resistance was encountered when attempting to advance the 3mm x 12cm fibered interlock coil through its sheath. The coil could not be inserted into the excelsior 1018 catheter. A kink was identified in the tip of the coil. It is unknown what device was used to complete the procedure. There were no patient complications reported and the patient's status is good. However, device analysis revealed the pusher wire was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product analysis revealed the coil, introducer sheath and pusher wire were returned. The coil and pusher wire were inside the introducer sheath with their arms interlocked. Traces of blood were present at the distal end of the introducer sheath. The distal end of the pusher wire was visibly stretched inside the introducer sheath. The twist lock had been opened. An attempt was made to advance the coil through the introducer tip without success. The introducer sheath was cut and the coil was retracted through the proximal end of the introducer sheath. The coil was inspected and found to be kinked towards the distal end. The pusher wire was inspected and found to have become progressively more stretched from the mid to distal end. The core wire was broken in two places between the distal solder joint and mid solder joint. No anomaly was noted with the introducer sheath. Microscopic inspection revealed the zap tip shape and surface were smooth. The interlocking arms of the main coil and the pusher wire ss coil were inspected and no damage was noted. The dimensions which were able to be measured were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as an incorrect catheter was used. The dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcatheter) with one or two radiopaque (ro tip markers)." (B)(4).